Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. Additions were made to h.6: component code. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes are not required at this time. The device was returned for evaluation. Engineering performed a visual inspection and observed two punctures on the strain relief: the first puncture was located 1.5 inches from the distal strain relief, and the second was 0.75 inches from the same reference point. One strut was bent backward at the inflow side and was exposed through the sheath puncture. The liner was partially expanded 1.5 inches from the distal strain relief, while the remainder of the liner remained unexpanded and the distal tip was unopened. Upon pulling back the strain relief, a liner tear was observed starting 0.25 inches from the comnut and extending 2.75 inches in length. Additionally, hdpe damage was noted under the strain relief approximately 2 inches from the comnut. Functional testing was performed, and engineering advanced the associated commander delivery system through the sheath, which revealed the liner was expanded and the distal tip opened as designed. An imagery review was performed, and the provided post-procedural device-related photo was assessed. The transcatheter heart valve (thv) appears to have torn or punctured through the sheath shaft in the strain relief region. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra/sapien 3 ultra resilia valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for resistance between system components was confirmed based on the provided device imagery and evaluation of the returned device. Available information suggests that procedural factors (constrained vessels, device manipulation) likely contributed to the event as it was reported that ''I gripped the esheath+ too tightly while inserting the ds'' and ''the two (2) perforations in the sheath occurred when the delivery system was forcibly pushed in at the end.'' The sheath under constraint in the procedure (tight grip) can create a restricted pathway or constrained condition (synonymous to undersized vessels) resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Device manipulation can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side, and inability to further advance the system through the sheath. The complaint for sheath punctured was confirmed based on the provided device imagery and evaluation of the returned device. Available information suggests procedural factors (high push force) likely contributed to the event as it was reported that ''the two (2) perforations in the sheath occurred when the delivery system was forcibly pushed in at the end.'' During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force). High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure using a 29 mm sapien 3 ultra resilia (s3ur) valve, the 16 fr esheath+ was inserted. When the 29 mm commander delivery system (ds) was inserted into the esheath+, it got stuck at the partially expandable section and could not advance. Three different physicians attempted to pull back the esheath+ slightly to try to advance the ds, but it would not advance. After multiple attempts to advance the ds, fluoroscopy revealed there was deformation of the s3ur valve, therefore everything was withdrawn. Since the deformation occurred outside the body, no vascular injury was observed. However, it was found that the deformation caused the esheath+ to be perforated in two locations. The esheath+ and the ds were removed together, and a new kit was opened. With the new kit, the ds was inserted into the esheath+ without resistance, and the s3 ur valve was deployed successfully. The physician stated that the two perforations in the esheath+ occurred when the ds was forcibly pushed in at the end. And that there's a possibility that the issue originated with the esheath+. The physician also mentioned that the deformation might have occurred when they gripped the esheath+ too tightly while inserting the ds, causing it to kink, which might have allowed the valve to get stuck.

Manufacturer narrative:
Additions to b.5, h.6: device code, and h.10. An update was made to b.4, g.3, g.6, and h.2.

Event description:
Based on the engineering imagery review, there is an esheath liner strand exposed through the esheath shaft.